Event description:
Scrub tech cut tubing on unused pulsavac to hand off compartment which contained batteries and sharp tip to circulator for disposal in sharps container. When compartment was handed off the circulator noticed the wire tubing emerging from the compartment was smoking and some of the plastic covering had melted onto the saline tubing. Within 30 seconds the smoke disappeared and the irrigator was given to supervisor.